Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter, "after blood collection there has been leakage from back sleeve and in the holder. Customer believes that the needle hooks in to the rubber cover and leakage starts." 400 occurrences reported.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter. "After blood collection there has been leakage from back sleeve and in the holder. Customer believes that the needle hooks in to the rubber cover and leakage starts." 400 occurrences reported.

Manufacturer narrative:
H.6. Investigation summary: bd receives samples and photos for investigation. The photos were evaluated and the indicated failure mode for sleeve leakage with the incident lot was observed. However, the samples were evaluated and did not observe any failure modes related to sleeve leakage. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see section h.10.